Event description:
Customer reportedly received vaporizer from a third party service organization and noted that the unit caused a flow restriction on the anesthesia machine when the vaporizer was turned on. Customer reportedly removed top plate label from the vaporizer to inspect the unit. Customer reportedly noted that the nut from the inlet actuator spindle was not on the shaft of the spindle. There was no report of pt involvement. The unit was returned to the manufacturing site for investigation. The unit was tested, and the reported complaint was confirmed. Upon inspection of the unit, it was noted that the actuator spindles were damaged on the mating surface. It should be noted that the unit was serviced by an unauthorized third party service organization.